Event description:
It was reported that the device exhibited a possible premature discharge of battery. The device had gone from 1.6 years projected longevity in march 2025 to 10.8 months via review of the recent remote transmission. It was noted that the atrial and the rv outputs had gone into high-output mode. Programming changes were made, but the battery estimate did not change. There were no adverse health consequences to the patient.